Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2012, the patient was treated with IV antibiotics (type and amount not reported); treatment was unsuccessful. During an appointment on (B)(6) 2013, it was reported that the infection was still present, resulting in the decision to explant the device on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. This device is not available for analysis as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013. Device not available for analysis.

Manufacturer narrative:
This report is filed february 12, 2014.